Manufacturer narrative:
Based on the current information provided, the cause of the intraoperative complication cannot be determined. No product has been returned to intuitive surgical, inc. For evaluation. A review of the device and system logs could not be completed at this time, due to insufficient event information. The unspecified number of "bleeding on the staple line" events that occurred over the past 6 months were reported via MFR report number (B)(4).

Event description:
It was reported that during multiple unspecified da vinci-assisted procedures over the past 6 months, slight bleeds occurred along the staple lines made with a sureform 60 stapler instrument loaded with a blue sureform 60 stapler reload. In one case, intraluminal bleeding occurred, and as a result, the patient received a blood transfusion and remained in the hospital for several additional days. The patient reportedly had normal blood pressure. Per the surgeon, this issue did not occur previously, and their surgical technique has not changed. The surgeon has more than 15 years of experience using the da vinci system. Intuitive surgical, inc. (Isi) contacted the site for additional information; however, at the time of this report, no further details have been provided.